Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Field service went to the user facility, but the customer told him that the unit did not have any issues. He performed operational verification procedures to assure that everything was working properly. The unit passed all testing, and was operating according to manufacturer specifications.

Event description:
Biomed at one of the user facilities called requesting field service, and indicated that they are experiencing the following issue: "during use on a patient in adult mode (no settings provided), the unit displayed circuit occlusion and extended high peak and stopped ventilating. A continuous audible alarm was present." Field service was dispatched.